Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -6.00/1.0/80 (sphere/cylinder/axis) lens tear/break during loading. Lens tear due to snagging on (B)(6) 2022. The lens was not implanted into the patients left eye (os). A replacement lens of the same model/size and similar power was implanted and the problem was resolved.